Manufacturer narrative:
No further details regarding the patient or the procedure have been provided by the facility. Upon completion of product investigation, a 3500a supplemental report will be submitted to the FDA as required. (B)(4).

Event description:
During an afib ablation procedure, it was reported that the tip of the sheath is bent and that the needle came out through the side of the sheath 7mm from the distal tip instead of the tip. The customer completed the case with a new sheath.

Manufacturer narrative:
(B)(4). Vessel dilator and preface sheath received were visually inspected. A puncture at 7mm from the distal end and a slightly bent condition were observed in the vessel dilator tip. The returned sheath doesn't have any anomaly. The damage observed appears to be caused from the inside out. The vessel dilator was sent to sem analysis to identify the cause of the perforation. The results revealed that the inner wall of the tip area of the vessel presented evidence of abrasions near to the puncture site. The kink condition appears that it was caused when a sharp object forced its way through the wall thickness. The manufacturing process was reviewed and no tools or equipment are used that could cause this type of damage. On line inspections are in place to prevent this type of defect from leaving the facility. Therefore, the exact cause of the reported condition could not be determined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review for vessel dilator subassembly lots was reviewed and no non-conformances related to the reported complaints were found. The forming wire and the shape master used were the required by the work instructions, this indicates that the product has the correct curve and passes the required specifications, since the shape of the sheath is verified 100%. The DHR review confirmed that the device was manufactured in accordance with documented specification and procedures. Complaint was confirmed.